Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the implant was not working properly due to the use of tens. The patient stated they were experiencing significant shaking and tremors and wanted to ensure that no wires had become dislodged. The patient also stated that they had reached out to their healthcare provider (hcp); however, the hcp informed them that they knew nothing about the patient's ins. The patient confirmed they did not make any adjustment nor turn off their therapy. The agent sent physician listings to the patient's email. The patient was redirected to their healthcare provider for further evaluation of the issue.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.